Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having ongoing high powers. The patient's lactate dehydrogenase (ldh) was slightly elevated. The patient's log filed were reviewed and captured elevated powers dating back to (B)(6) 2020 and (B)(6) 2020 that have resolved. The patient had elevated powers on (B)(6) 2020 and they remained high for the remainder of the log file. These events are associated with low pi events. Additional log files were analyzed on (B)(6) 2020. This log file captured elevated powers. The powers returned to a more baseline number then went back up again.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the report of power and flow elevations; however, a specific cause as well as a direct correlation to the heartmate ii lvas, serial number (B)(6) , could not conclusively be determined through this evaluation. Additionally, a specific cause for the reported infection and elevated ldh as well as a direct correlation to the heartmate ii lvas, serial number (B)(6) , could not conclusively be determined. The submitted log files contained overlapping data from (B)(6) 2020 at 13:05:43 to (B)(6) 2020 at 00:04:28. Throughout the duration of the log file, there were numerous captured elevated pump power and calculated flow, ranging from 9.0-13.3 watts and 9.6-12.0 lpm. The pump operated at or above the low speed limit of 9400 rpm for the duration of the log file. The pump appeared to operate as expected. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) until they expired on 15jan2021 (related manufacturer report number 2916596-2021-00424). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 22jan2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), is currently available. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas IFU infection and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU also outlines the recommended anticoagulation therapy and inr range. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause for the elevated flows was not determined. An echo was performed and showed normal pump operation. The device reportedly operated as expected. The patient had no symptoms and was discharged with close follow up.